Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device information. Unique device identifier (UDI #): the UDI is unknown because the serial number and/or lot number were not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was not receiving effective stimulation due to high impedance. In turn, surgical intervention was undertaken wherein the lead with high impedance was explanted and replaced. This addressed the issue.